Manufacturer narrative:
On 29-aug-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-000940629

Manufacturer narrative:
During the ablation phase of a vt procedure, the pentaray catheter was on the table. When the dr picked up the pentaray to remap post ablation, it was noted that the lumen was blocked by what appeared to be a clot. A syringe was used to clear the blockage but dr not happy to use catheter. The procedure was completed successfully with no adverse effect on the patient. The dr is of the opinion that the blockage probably occurred on the table rather than in the patient as forward irrigation of the pentaray lumen was maintained throughout. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and irrigation testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the pentaray nav high-density mapping eco catheter. Irrigation testing was performed, in accordance with bwi procedures. The device passed the irrigation test since no irrigation issues were found. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed since the device worked without any irrigation issues and no clot was found. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a pentaray nav high-density mapping eco catheter and a thrombus/clot issue occurred. During the ablation phase of a vt procedure, the pentaray catheter was on the table. When the dr picked up the pentaray to remap post ablation, it was noted that the lumen was blocked by what appeared to be a clot. A syringe was used to clear the blockage but dr not happy to use catheter. The procedure was completed successfully with no adverse effect on the patient. The dr is of the opinion that the blockage probably occurred on the table rather than in the patient as forward irrigation of the pentaray lumen was maintained throughout. The clot was located in the lumen of the pentaray. No error messages and the physician/user see any product problem. There were no issues related to temperature and flow on the catheter. Clot was not in ablation catheter. The patient has not acutely exhibited any neurological symptoms since the procedure was completed.